Manufacturer narrative:
The handpiece and bur guard were received at the MFR for testing and the alleged condition of the bur guard melting onto the hand piece was confirmed. The hand piece passed the quality inspection procedure according to spec. The bur guard can melt if it is pushed up onto the hand piece. When this happens, the nose cone comes into contact with the bur guard and the friction can melt the bur guard. The warning which is sent with every bur guard as well as the instructions for use states the proper installation for the bur guard.

Event description:
It was reported that during a wisdom tooth removal, the pt received a second degree burn to the lower lip. The surgeon recommended that the pt apply bacitracin followed by vaseline in order to keep the area moist. The pt has been seen post op, it was indicated that the burn is healing and should leave no scarring.